Manufacturer narrative:
Additional product codes nkb, mni, mnh, kwp. Device history lot part: 04.607.412, lot: l976579, manufacturing site: (B)(4). Release to warehouse date: 27.jul.2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a posterior lumbar fusion surgery on (B)(6) 2018, to fix l1. During the procedure, cross thread occurred on the screw during final tightening. The surgeon tried to remove the titanium nut but was not able to remove it. The surgeon destroyed the titanium polyaxial screw head, the titanium nut, and the titanium collar to remove them. After the removal, the surgeon shifted the rod position and used an alternate screw and nut for final tightening. There were no broken parts in the patient¿s body which was confirmed with x-ray analysis. The procedure was completed successfully. A surgical delay of less than 30-minutes was reported. Patient outcome was stable. Concomitant device reported: unknown rod (part #: unknown, lot #: unknown, quantity of 1) this report is for one (1) ti collar for 6.0mm rods for uss polyaxial. This is report 2 of 3 for (B)(4).